Event description:
Surgeon used the atricure emr1 device and attached the bard red rubber catheter as a guide. After the surgeon had the emr1 in place, he proceeded to cut the red rubber catheter away from the emr using a scalpel and nicked the superior vena cava. Sutures were placed to stop the bleeding.